Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that loose contact occurred due to a communication failure caused by a cable failure. It is estimated that the cable failure was caused by cable damage. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a loose contact at the transition to the plug was confirmed. In addition to no image displayed due to the damage on the cable unit the additional evaluation findings are as follows: misalignment of coupler unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition (hd) autoclavable camera head had a loose contact at the transition to the plug. There was no patient harm associated with the event. The device was returned and evaluated. During evaluation damage on cable unit was found causing noise and no image to be displayed. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.